Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the flex cable at the controls board connector was lifted. The connector was reseated. Additionally, the technician observed high impact damage not consistent with normal wear and tear. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to change lead selection to electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.